Event description:
The customer's parent called and reported the customer's blood glucose was over 600 mg/dl, and she tested high for ketones for three days. They contacted customer's healthcare provider. The cause of high blood glucose was not known, but customer's parent stated it may have been related to stress or a stomach bug that was going around. Troubleshooting could not be performed with the insulin pump at the time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.